Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced a disconnection between the transfer set (ts) and the titanium adapter which resulted in peritonitis. The peritonitis was manifested by abdominal pain and cloudy effluent. The patient was not connected to the apd device at the time of the disconnection. It was reported the patient reconnected the ts prior to speaking to the pd rn. The cause of the disconnection was not reported. The patient was not hospitalized for the peritonitis. The same day as diagnosis, the patient began treatment with intraperitoneal vancomycin (1 gm, last dose 23 days after diagnosis, frequency not reported) for the peritonitis event. It was reported after the first dose of antibiotics, the peritonitis "cleared up and the patient had no pain". Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed with no issues noted on integrity testing. The reported condition was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.